Manufacturer narrative:
B3/d10: the events occurred on unspecified dates. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink, non-dehp solution sets over-infused while being used with spectrum infusion pumps. The infusions were completed approximately 1 to 3 hours earlier than the intended duration. These occurred while the patients were receiving total parenteral nutrition (tpn) through a peripherally inserted central catheter (PICC). To prevent hypoglycemia, a dextrose 5% (d5) infusion was promptly initiated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.